Event description:
It was reported that during post-operative examination following intraocular lens (iol) implantation, a patient was diagnosed with endophthalmitis and staphylococcus epidermidis. The patient was treated intravitreally as well as systemically. Through follow-up we have learned that a biopsy was done and that intravitreal vancomycin injections (1mg/0.1ml), systemic doxycycline 1x200mg po, amoxicomp 3x1 po, and topical prednifluids were given. A reading of 1.0 was provided for visual acuity post-operation. The patient is temporarily impaired and in being monitored.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.